Manufacturer narrative:
Reported event was confirmed by review of operative notes. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 11-103203, taperloc por lat fmrl, lot # 409940. 157442, m2a-magnum mod hd, lot # 039110. 139252, m2a-magnum 42-50mm tpr inst, lot # 906760.

Event description:
It was reported that a patient was revised due to cup loosening an unknown timeframe post implantation. Attempts have been made, and no further information has been provided.